Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with their newly implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular rate/sense electrogram (egm) as well as a couple of premature ventricular contractions (pvc). Boston scientific technical services (ts) was consulted and indicated that noise was likely due to air bubbles which usually dissipate within a few hours. Additional information indicated that noise was oversensed and the physician will continue to monitor the patient. The ICD remains in service. No adverse patient effects were reported